Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited inappropriate shocks due to noise and oversensing. No other information was provided. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).